Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was scheduled for a pocket revision surgery, due to pocket discomfort. The physician relocated the pocket and the pt is reportedly doing well following the procedure.